Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the ligasure atlas handpiece was used to seal and transect pt tissue, but then the jaws of the device would not open. The device had to be pulled away from the tissue. There was no bleeding. The surgeon completed the procedure by using another ligasure atlas. There was no ill effect to the pt.

Manufacturer narrative:
To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. Turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the instructions for use (IFU) that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position." Additionally, valleylab has also found that if the jaws are not cleaned as instructed in the IFU, eschar can buildup and cause the jaws to stick to the sealed tissue. Valleylab has issued a hotline bulletin to inform customers on how to avoid tissue buildup that can lead to sticking.